Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. The technician filled the reservoir with water, attached temp check to hotline, plugged in line cord, and turned on power switch to perform safety and electrical testing. The issue was confirmed, and the device needed to be re-calibrated. Preventative maintenance was performed, and the operator replaced the front cover and pole clamp due to visual damage.

Event description:
Information was received indicating that the level 1 hotline low flow system failed the temperature accuracy test. The issue was discovered during testing.